Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the grasping section was closed without grasping any tissue while output in seal and cut mode was activated (including after tissue resection), resulting in wear of the tissue pad. The event can be detected/prevented by following the instructions for use which state: "drawing number and revision number of IFU: (B)(4). ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ·be sure to perform the preparation and inspection described in this chapter before use. Also, inspect the ancillary equipment to be combined with the thunderbeat instrument according to the instruction manuals for the equipment. Should any irregularity be observed with the thunderbeat instrument, do not use it. Inspect it as described in chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. If the irregularity is still not resolved after troubleshooting, contact olympus. Using the thunderbeat instrument while any irregularity is observed may cause malfunction and may injure the surgeon, surgical staff, and/or patient." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the tissue pad worn out. There was no patient involvement.